Event description:
Customer reported she was hospitalized due to high blood glucose and though she was having a stroke. Customer did not recall the exact date of the event but stated it was about three weeks from the time of call. Customer was wearing the device when she was admitted and kept it on during hospitalization. Customer had to leave so no further information was gathered. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.